Event description:
The customer reported that the product broke during procedure.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One used device was received for investigation. The device was evaluated, and the reported condition was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Based on all available information a root cause could not be determined at this time. A corrective and preventative action has been opened to address the observed condition. We will continue to monitor related reports to determine if additional actions are necessary.